Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.29 miu/ml and was reported outside the laboratory. The doctor questioned the result as the patient had performed a home pregnancy test the day before and the result was positive. A new sample was collected from the patient and the result was 88.34 miu/ml. The original sample was repeated and the result was 72.4 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17326805 with an expiration date of 10/31/2014. The fsr could not find a cause. He ran mechanism checks and performance testing which passed.

Manufacturer narrative:
The customer provided an email address.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested, but was not provided. Review of the provided analyzer alarm data indicated many sample pipetting and liquid level detection (lld) related messages. This is an indication of either badly prepared samples and/or an issue with the lld of the instrument. It was noted the humidity in the laboratory was below the stated specification and may have contributed to the lld issues.